Event description:
Customer reported via phone, she was experiencing high blood glucose level of 429 mg/dl. Customer declined troubleshooting for high blood glucose and agreed to call back. Customer also mentioned she had irritation on the infusion set site. It was red itchy customer declined troubleshooting for infection and just wanted to know how to treat. The device is not returning for further analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.